Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the journey guidewire with the coyote balloon catheter for the related complaint. The guidewire was received inside the lumen of the coyote device. The guidewire was protruding 98.5cm from the hub and 44.5cm from the tip. The guidewire was able to be removed from the coyote device; however, resistance/friction was felt when removing the wire. The shaft and tip were microscopically and visually examined. The tip of the device was kinked/damaged. The coil shaft was stretched/unraveled and broken 17.cm distal of the weld. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The outer diameter (od) of the guidewire was measured with a calibrated snap gauge and reading is within the journey specifications. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00246. It was reported that guide wire entrapment occurred. The target lesion was located in the right posterior tibial artery (pta). After an atip 300cm 1 pk journey¿ guidewire crossed the lesion, a 2.5mm x 60mm x 150cm coyote¿ balloon catheter was advanced for dilation. However, the guide wire became stuck on the balloon catheter. The physician removed both device together at the same time and the procedure was completed. No patient complications were reported and the patient's status was fine.